Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg reached end of service (eos) and stopped providing stimulation. It is unknown if the ipg depleted prematurely or not. In turn, surgical intervention may take place to address the issue on a later date.